Manufacturer narrative:
Other applicable components are: product ID: 7482a-51, serial #: unknown, implanted: (B)(6) 2010, explanted: (B)(6) 2019, product type: extension. Serial #: serial numbers for the explanted ins and extension are unknown. The potential serial numbers are listed below: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had redness of the pocket and potential erosion of their left side ins. The left ins and extension were removed for prevention and not replaced. The issue was considered resolved. No further complications were reported as a result of this event.